Event description:
It was reported that the patient had not been seen for "some time", and the pump had been empty for "around a year". There was reportedly a pump alarm. One motor stall was shown in the pump event logs from about a year ago with the logs showing that it was still stalled at the time of report. The manufacturer's representative did not have the logs at the time of report so it was not known what was the cause of the alarm. It was noted that the staff did not hear alarms, but the patient was hearing the alarms again as of one day prior to report. The patient was on the schedule to have the device system replaced pending a physical evaluation. The patient was not having symptoms at the time of report. The manufacturer's representative was not aware of symptoms that occurred when the pump ran out of drug. The patient's pump was intended to infuse an unknown intrathecal medication. It was later reported that the patient was scheduled for a replacement.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the motor stall was after an MRI that was over one year ago. The pump was reportedly not functioning. The patient was experiencing no symptoms at the time of report. It was noted that there was more than 1 motor stall in the event logs but with unknown durations. The cause was reported to be due to an MRI. The patient reported that their physician's office closed, and the patient did not follow-up. It was noted that they planned to replace the pump and tubing.